Manufacturer narrative:
The accutni sample was collected in a lihep plasma tube and centrifuged for five minutes at 5000 rpm. Per the customer supplied qc charts, all levels of accutni qc were within the customer's established ranges prior to and after the event. Routine checks were performed, by the customer, on (B)(4) 2010 and (B)(4) 2010; both passed within instrument specifications. The issue occurred approximately one month ago and service was not dispatched for this event. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated accutni result within the risk stratification range generated by the access 2 immunoassay system for one patient. Subsequent testing produced results within the normal reference range. The erroneous result was reported outside the laboratory, but was amended by the subsequent results. The patient's previous accutni results obtained on (B)(6) 2010 were 0.02 ng/ml and 0.00 ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.